Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.   The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A 2.50x32mm promus element ¿ stent was advanced to treat the lesion, however, resistance was noted and the device was unable to the lesion. No patient complications were reported. However, returned device analysis revealed shaft break and stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system as returned for analysis. A visual examination of the crimped stent found the first 6 rows and the 20th row from the proximal end of the crimped stent was damaged, distorted and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 240mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The balloon cones profiles were reviewed and no issues were apparent with the overall balloon profile. The balloon wings appeared to be tightly wrapped and evenly folded. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found minor damage to the outer shaft 55mm distal from the port bond skive. The damage observed was found to be a minor kink to the outer. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).